Event description:
Customer experienced high bg levels - at 2:27 pm, her bg was 456 mg/dl. She manually administered "10 units of novalog and changed the pod around 3:00 pm or 3:30 pm." At 3:01 pm, her bg read 422 mg/dl. About 1 hour later, she had a bg of 298 mg/dl. At 6 pm, her bg was within normal range at 181 mg/dl. Around 7 pm her bg was 237 mg/dl. At this time, she arrived at the ER. Her physician advised her "to not use the remaining 7 pods in the box." Hcp also instructed to remove pod anytime bg levels are high. The pod was discarded and will not be returned.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to confirm any malfunction that may have caused or contributed to the customer's elevated bg levels. The omnipod's user guide instructs, to avoid hyperglycemia "check blood glucose at least 4 to 6 times a day." Further, it warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. Product lot qualification were reviewed and found to have met al acceptance criteria.